Manufacturer narrative:
Updated b5 describe event or problem to add additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed, as well as inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended to have a lead evaluation in clinic. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received. This patient was checked in the clinic and no noise was noted. Reprogramming was performed. A pulsing sensation was exhibited by the patient on their left arm. Technical services (ts) discussed reprogramming options. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed, as well as inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended to have a lead evaluation in clinic. This pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. Updated b5 describe event or problem to add additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitoring (sam) episode due to artifact related to the minute ventilation (mv) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed, as well as inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended to have a lead evaluation in clinic. This pacemaker and ra lead remain in service. No adverse patient effects were reported. Additional information was received. This patient was checked in the clinic and no noise was noted. Reprogramming was performed. A pulsing sensation was exhibited by the patient on their left arm. Technical services (ts) discussed reprogramming options. No adverse patient effects were reported.